Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor noted that the intra-aortic balloon (iab) was "cork screwing on itself" and appear to be "spiraling or coiling inside the catheter shaft". The movement cause the catheter placement to "move backwards 4-5 inches". The doctor repositioned the catheter two or three times. As a result, the doctor removed and replaced the catheter with another iab. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "iab catheter migrated" is confirmed. The product was not returned for investigation, but visual review of the submitted video shows evidence of abnormal catheter movement during therapy. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the doctor noted that the intra-aortic balloon (iab) was "cork screwing on itself" and appear to be "spiraling or coiling inside the catheter shaft". The movement cause the catheter placement to "move backwards 4-5 inches". The doctor repositioned the catheter two or three times. As a result, the doctor removed and replaced the catheter with another iab. There was no report of patient complication or serious injury and death.